Manufacturer narrative:
Investigation summary: the fiber condition confirmed through visual evaluation, is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window and likely leading to the fiber tip break. According to the device instructions for use (IFU), increase irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. However, evaluation of a photo image provided by the customer confirmed the as reported break. The glass cap and metal cap were detached from the fiber body. Labeling review: a review of the device instructions for use (IFU) was completed, the IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm).accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Investigation conclusion: based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The interaction between the user and the device caused or contributed to the complaint.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber was no longer vaporizing tissue. The fiber was removed for review and a break at the fiber tip/cap was observed, the fiber tip came out detached with irrigation outside the patient. The fiber was replaced to successfully complete the procedure without patient complications.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure, the fiber was no longer vaporizing tissue. The fiber was removed for review and a break at the fiber tip/cap was observed, the fiber tip came out detached with irrigation. The fiber tip detached outside the patient. The fiber was replaced to successfully complete the procedure without patient complications.

Manufacturer narrative:
Investigation summary: with all the information available, boston scientific concludes that the reported event of fiber cap/tip break is confirmed as the metal cap and glass cap were detached and not returned. The observed metal cap and glass cap detachment/separation is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted metal cap and glass cap detachment/separation. The interaction between the user and device, caused or contributed to the observed fiber tip damage. According to the device instructions for use (IFU), increase irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the device revealed the metal cap and glass cap were detached/separated and not returned. The fiber was tested with hene (helium-neon) laser fixture and no breaks were noted along the length of the device. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Labeling review: a review of the device instructions for use (IFU) was completed, the IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Caution: excessive or rough cleaning of the fiber tip may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Investigation conclusion: the observed metal cap and glass cap detachment is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted metal cap and glass cap detachment/separation. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber was no longer vaporizing tissue. The fiber was removed for review and a break at the fiber tip/cap was observed, the fiber tip came out detached with irrigation. The fiber was replaced to successfully complete the procedure without patient complications.